Event description:
It was reported that during a low anterior resection procedure, the surgeon had to forcibly remove the device after firing, which resulted in the anastomotic part being opened. Another like device was used to complete the case. There were no adverse consequences to the pt.